Event description:
It was reported that the patient experienced a loss of stimulation. No device malfunction was suspected. All components were explanted and will not be returned per hospital policy. No further information has been obtained despite good faith efforts.